Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a 231 pounds , diabetic patient received a biozorb (f0202) implantation during a lumpectomy due to infiltrating ductal carcinoma in (B)(6) 2018, later it was reported that the patient developed an infection 1year and 5 months post biozorb implantation and radiation treatment. Patient underwent on (B)(6) 2020 a right breast ultrasound ordered by the medical oncologist. One day after the ultrasound the patient presented to the oncologist with redness, edema and pain at the lumpectomy site. Oral bactrim was prescribed. On (B)(6) 2020 patient continued with redness and edema in her right breast involving whole breast. Seroma was drained at the office and sent for culture. Culture grew gram+ cocci pairs and chains beta-hemolytic strep sensitive to penicillin. On (B)(6) 2020 patient was seen again, seroma was drained and admitted to the hospital for intravenous antibiotics due to worsening breast infection symptoms. On (B)(6) 2020, the biozorb was removed by the surgeon at the operating room. On (B)(6) 2020, on a follow up with the surgeon, the patient was healing well. No further signs of breast infection and no open wounds noted throughout the breast infection until taken to the operating room.